Event description:
It was reported that guidewire coating peeled off. The target lesion was located in the superficial femoral artery. A 300cm straight tip v-14 control wire guidewire was advanced for treatment. However, during procedure, it was noted that the hydrophilic coating was peeling off the distal portion of the wire. The wire's support felt poorer, so the device was removed and checked. A small portion of the coating remained inside the patient. The procedure was completed with another of the same device. There were no further patient complications and the patient was in good condition.